Event description:
It was reported that the patient's device indicated elective replacement indicator (eri). The battery voltage had decreased over the course of six months and triggered the eri. The patient reported having "no energy when standing or exercising". Records indicate that the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.